Manufacturer narrative:
The device has been explanted and it should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt had no hearing perception. The pt was re-implanted on (B)(6) 2013.